Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 was functioning in the mobile app but the ilet displayed three dashes, indicating no cgm signal to the pump, despite attempts to disable the phone¿s bluetooth and reenter the pairing code; guidance was provided to toggle the cgm setting to g6/g7 and restart the pump, with a plan to replace the sensor if unresolved. Symptoms included no physiological symptoms reported. Outcomes included no alerts or alarms on the ilet and no medical intervention or hospitalization. Investigation included remote troubleshooting and user education on cgm pairing settings and device restart. Investigation of this case revealed suspected intermittent cgm-to-pump communication loss consistent with signal loss between the dexcom g7 transmitter and the ilet, with no evidence of pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user setup or connectivity error leading to temporary loss of cgm data transmission.